Manufacturer narrative:
H11 updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00068. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a near end pressure sensor failure. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The field service engineer (fse) confirmed the issue. A good faith effort (gfe) response stated that the automatic zero setting of the device sensor failed. The fse replaced the data acquisition (da) board. The fse confirmed that the customer used the device and all equipment functions were recovered. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.